Event description:
Information from bravo registry from intl. Clinical trial database. Post brain avm embolization, patient developed thromboembolic complication in mca territory. Treated with abciximab ia and IV with good anatomical but no clinical improvement.

Manufacturer narrative:
The device involved in the event will not be returned for investigation, as it was consumed in the event. Bravo information: european registry pertaining to the evaluation of onyx in the treatment of brian avm. Prospective, multi-center in foreign countries. Enrollment started in 2006; enrollment closed in 2008. N=115; patients in follow-up. MDR numbers: 2029214-2008-00238 to 2029214-2008-00261.